Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided¿which may include the returned device (if available), photographs, videos, event description, and any additional field input¿arthrex has determined that the most likely cause is attributed to a use-related condition, such as insufficient advancement of the control mechanism, which may have resulted in improper operation of the device. This root cause could not be confirmed, as the device was not returned for evaluation.

Event description:
On 09/29/2025, a sales representative reported via phone that an ar-1665bcpl 2.9 bc loop 'n' tack¿ tenodesis implant systems swift stitch did not advance. This occurred before use out of the box during a biceps tenodesis procedure on (B)(6) 2025. The procedure continued with a tenotomy performed. There was no delay in the case. There was no harm on the patient. Additional information has been requested. Additional information was provided on 09/29/2025 where it was reported that due to the defective kit first and bicep pathology, a tenotomy was decided to be preformed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.